Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified no issue with the pump. The stm observed that the iabp was not properly inserted into the cart by the customer. The stm properly inserted the iabp into the cart and verified all functional and safety checks were completed with full calibration. The iabp passed all tests per factory specifications, and the iabp was returned to the customer and cleared for clinical use. Full name of the event site: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump would not turn on. There was no patient involvement, and no adverse event was reported.